Event description:
Customer reported that he had high blood glucose and the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms due to protruded/loose support disk.